Event description:
It was reported that the reporter knew ¿people¿ who had their devices removed due to ¿issues¿. It was unclear what those issues were. The identity of the patients was also unknown. The reporter had ¿heard through the rumor mill¿ that there were "problems" with that specific model of the device. No further information was reported.

Manufacturer narrative:
(B)(4).